Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted late on (B)(6) 2023 with severe headache and computed tomography (CT) scan showed subdural hematoma. Anticoagulation was held and reversed for international normalized ratio (inr) of 3.8. Initially no new neurological changes were noted but they became obtunded on (B)(6) 2023 requiring craniotomy and evacuation of the subdural hematoma. No overt permanent new neurological changes were seen but was extubated post surgery. The patient was discharged with no functional deficits.